Event description:
In 2008, a physician planned to perform endovascular repair for a descending thoracic aortic aneurysm. However, during the procedure, it was discovered that the pt's access vessels were too small for endovascular repair. An unplanned retroperitoneal incision was made and the pt's infrarenal abdominal aorta was exposed. A surgical graft and a gore tag thoracic endoprosthesis were then implanted. It was reported that the pt's descending thoracic aortic aneurysm was successfully repaired and that the pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.